Event description:
The customer reported the system displayed an error code message. No report or patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit boards were reseated. Per the customer, a third party will replace the hard drive. No further complaints at this time.